Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after experiencing pocket stimulation. It was noted that the right ventricular lead was crushed. It was further noted that the lead impedance was high and there was loss of capture. The lead was reprogrammed. The lead was later capped and replaced on (B)(6) 2017. The patient was stable during and post procedure.